Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead dislodgement, along with undersensing, high thresholds, no capture at high output, and diminished r-waves since implant. The right ventricular (rv) lead was repositioned and remains in use. No patient complications have been reported as a result of this event.